Manufacturer narrative:
(B)(4): the facility biomed determined the cause of the reported failure to be the quik- combo therapy cable. Physio provided the cable part number information for ordering a replacement part. Several attempts to follow up with the customer have been unsuccessful. Hence, physio is unable to conclusively determine the cause of the reported failure or if the device was repaired and returned to service.

Event description:
During the daily inspection, the customer reported that the device was giving an energy fault message when the users charged energy. In addition, when the facility biomed discharged 200 joules to a testing equipment, the actual measured energy was reported to be lower than the selected amount. There was no patient involvement associated with the event.